Event description:
Dialysis pt had permacath in place. Awakened from sleep at home with blood on chest. Blood spurted from permacath, and pt lost consciousness. Pt taken by ambulance to hosp. Is in critical condition and remains intubated. Upon removal of catheter, 4cm straight opening noted close to the beginning of the 2 pigtails. Family requests that the hosp hold catheter here.